Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During the implant procedure of the lv lead, there was a coronary dissection. It was reported there was no lv lead malfunction and no treatment was administered. Additional information has been requested but not received.